Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro-volume inlets had foreign particles, found inside the packaging. This was observed during set up/preparation. There was no patient involvement. No additional information is available.